Manufacturer narrative:
(B)(4). The customer isolated the issue to the pads cable. The customer was provided with supplies information to replace the cable. This is consistent with a malfunction of the pads cable.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator failed opcheck for pads. There was no patient involvement.